Event description:
It was reported that the programmer screen flickered and displayed totally gray bars. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a display issue and also noted that there was widespread corrosion found inside the device, too extensive to warrant repair. The programmer was to be scrapped and replaced. Concomitant medical products: product ID 229047, software analyzer. (B)(4).